Event description:
Consultant performing a wash out of a stiff knee with endo rotational implant in-situ for some 3 months. When the consultant tried to mobilise the knee he was unable to as the mechanism had seized. Following original operation implant range of motion was initially good. Local representative was not present in either original or most recent operation where the problem was identified. Patient details to follow once available.

Manufacturer narrative:
We contacted our distributor for more information (e.g. X-ray images, surgery report, patient's history, explant). So far we are not able to investigate the incident. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link endo-model rotational knee prosthesis also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.